Event description:
It was reported that during an unk procedure, the operation was finished without any problem and the doughnut form was confirmed. When x-ray was taken on the following day after the operation, it was found that the ring was bigger than usual. Several days later, a leak occurred. It was not reported how the leak was addressed. Conservative management was held. No surgical procedure was performed. No information was known regarding the possible cause of the leak. The patient left the hospital in 2009. The device was discarded.

Manufacturer narrative:
Date sent: 06/17/2009. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.